Manufacturer narrative:
The company service representative examined the system but was not able to confirm or replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A healthcare professional reported poor aspiration during the phaco phase of a cataract procedure. The procedure was completed with the same equipment. Patient harm was not reported.